Event description:
When the patient was taken to recovery, the nurse noticed a burn on the grounding pad site. The procedure was a shoulder scope. Or manager believes the unit was sent to a third party for evaluation. The pad used was a conmed and was placed on the thigh. A quarter size 3rd degree burn occurred. Patient underwent a skin graft.

Manufacturer narrative:
Generator has not been returned for evaluation, therefore, no determination could be made for the reported incident.